Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during pumping. Additionally, it was reported that the pump fill estimate was inaccurate. There was no reported impact to blood glucose. Reportedly, customer had manual injections as alternate insulin therapy.